Event description:
It was reported an automated peritoneal dialysis patient experienced "being very full" and "gaining" during therapy using a homechoice (hc) claria device. The hp was connected during the time of the event. Renal therapy services assisted the patient with trouble shooting. The patient went to the hospital where therapy was performed using the hospital device with no issues and no alarms. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. The sample analysis was performed; however, functional tests could not be completed due to fluid contamination. The device was scrapped due to fluid contamination. The sharesource log files associated with homechoice claria were reviewed and revealed the patient bypassed multiple low drain volume alerts during the initial drain, to complete their therapy. The homechoice claria patient-at-home guide warns the end user that bypassing a low drain volume notice during the initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation later therapy. Based on the device log analysis, there was evidence of iipv and the probable cause of the reported issue was determined to be the patient bypassing the low drain volume alarm during the initial drain (use error). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.